Event description:
It was reported that rotation speed was unstable. A 1.50mm rotapro and a rotapro console were selected for use in a percutaneous coronary intervention to treat coronary artery disease. During the procedure, the speed was set to 160,000 rotations per minute (rpm), but the burr was not maintaining a consistent speed. The speed would fall below 160,000 rpm and jump over 200,000 rpm. While in dynaglide mode during the first ablation, an intermittent jumping noise was heard from the advancer, and the device would stall. Connections were checked, but the 1.50mm rotapro was ultimately exchanged for another. The errors resolved, and the procedure was successfully completed. No patient complications were reported.